Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's control pcb to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the replaced control pcb and found a failed/faulty component c79 was the cause of the reported issue.

Event description:
The customer contacted stryker to report that their device alarmed and paused. In this state the device would not be able to perform automated chest compressions, if needed. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no patient involvement reported with the event.